Event description:
The customer¿s mother reported via phone call that they experienced high blood glucose and insulin flow block alarm. The customer¿s blood glucose value was 600 mg/dl at the time of incident. The customer¿s other blood glucose value was 545 mg/dl. The customer did not experience symptoms due to high blood glucose. The customer treated high blood glucose with water and manual bolus of insulin. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was not using the auto mode feature at the time of the incident. The insulin pump passed displacement test. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they experienced high blood glucose and insulin flow block alarm. The customer¿s blood glucose value was 600 mg/dl at the time of incident. The customer¿s other blood glucose value was 545 mg/dl. The customer did not experienced symptoms due to high blood glucose. The customer treated high blood glucose with water and manual bolus of insulin. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Neither auto mode feature was active nor automatically adjusting insulin delivery at time of high blood glucose event. Customer stated the insulin exited. The insulin pump passed displacement test. The insulin pump will not be returned for analysis.